Manufacturer narrative:
Pending investigation. D10: 4490851 130-32-51 - crown cup inlay pe, neut ø 48-50, ø 32 4453843 180-01-50 - crown cup,cluster-hole gr.50

Event description:
As reported by legal notification, approximately 6 years post the initial right tha, the patient was suffering from increasing pain in the right hip area. The patient was previously diagnosed with advanced coxarthrosis (grade ii-iii). The patient has a competitor's femoral head and stem implanted with the exactech acetabular components. The patient is pending a revision surgery in (B)(6) 2024.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. According to the information provided, the female patient had her right hip replaced. Imaging allegedly showed ¿decentering of the prosthesis head and minor osteolysis in the acetabulum.¿ the patient was revised. The acetabular cup was found to be ¿firm¿. From the product labels provided, it appears that the patient had competitor parts on their femoral side. This is considered off-label use. Based on the available information, the patient involved meets the following risk criteria specified in the hhe: combination of the largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed because the components were not returned to exactech for evaluation and no images or pre-revision radiographs were provided.

Event description:
As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scan showed decentering of the prosthesis head and minor osteolysis in the acetabulum as a sign of inlay wear. At the patient's request, the replacement operation was carried out using a vit e-hardened, specially approved inlay. As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined, as well as the curettage and filling of the cysts in the cup bed using hydroxyapatite + calcium (bone void filler) and the replacement of the prosthesis head. Shortly before the planned revision surgery, the patient had sustained a fracture in her left wrist, which was treated with a plate osteosynthesis in the same session.

Manufacturer narrative:
Additional information: b4, d6b, h6 clinical code and impact code. Correction: d7a from yes to no.